Event description:
It was reported that during a surgical procedure at the user facility, the device became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Device was discarded by the user and is not available for evaluation. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility the device became clogged. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.